Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and it resulted as 7.8 inr. Based on the high result from the meter, the patient went to his doctor in order to check his inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 5.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has not had any lifestyle or diet changes. The patient did not have any known impaired liver function. The patient's product was requested for investigation. Retention test strips (286322) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.